Event description:
It was reported that after the patient underwent an implantable pulse generator ipg explant procedure, MFR. 3006630150-2021-06130, the patient woke up without movement in her legs. The patient was then taken back into surgery the same day and the lead was removed. The cause of the event was speculated by a health care provider to be due to the anesthesia, however, this could not be confirmed. Postoperatively, the patient was doing better and was moving around. The lead was not returned by the medical facility.